Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequently no or intermittent response by button presses on the b button. The insulin pump had not been dropped or exposed to moisture. The customer's blood glucose was 94 mg/dl. The caller stated that the button worked without issues at the time of the call. The customer declined to replace the insulin pump and advised that they would monitor the insulin pump.